Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging their one touch verio iq meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2014. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged product issue. The patient reported developing a symptom of ¿stomach ache¿ after the alleged product issue began. The patient reported self-treatment for this symptom by taking ¿alka-seltzer¿. They did not report testing on any other device at this time. The alleged product issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no evidence that the product caused or contributed to a serious injury. The patient¿s reported symptom does not meet lifescan¿s criteria for a serious injury and the treatment is not associated with an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.